Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the pt's visual outcome post-operatively is not as intended. For further info please refer to rayner intraocular lenses limited's MDR # 9611165-2014-00051.